Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that shortly after all air filters in line filled with air, micro-bubbles were noted again in the 3-way stopcock could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10011865 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends h3 other text: see h10.

Event description:
It was reported that ext set smallbore .2mf ped had air bubbles. The following information was provided by the initial reporter: material no: 10011865, batch no: unknown. It was reported that shortly after all air filters in line filled with air, micro-bubbles were noted again in the 3-way stopcock. Customer response 26-aug-2020: it was noticed at the beginning of the shift that the air filter on the tpn tubing had de-primed. The line was disconnected from the ECMO manifold and de-aired by a line team member assigned to a patient in the pod. This occurred twice. Shortly after 2000 micro-bubbles were noted in the distal 3-way stopcock located in line between the manifold and the ECMO pigtail. The stopcock was changed, air was then noted in the manifold, it was changed. At approx. 2030 I came to the bedside where all lines and filters were re-examined. All lines were disconnected individually and de-aired and reattached, new intra lipids were hung with new air filter. Within 5 minutes the tpn air filter had filled with air, the line was rehung with a separate air filter and rehung. Shortly after all air filters in line had filled with air, micro-bubbles were noted again in the 3-way stopcock. All filters were removed from the lines and lines were connected to individual ports on the manifold, thus removing a 3-way line splitter from the troubleshooting. At 2200 ecmoo manager on call was notified of the issue and current fix. At 0245 micro-bubbles were noted at the 3-way stopcock again it was changed again. Air was noted in IV lines post alaris pump infusion chamber. Alaris pump brain and all 4 modules were changed lines were de-aired again filters were added back into line to see if alaris change made a difference. Within 5 minutes all air filters had refilled with air. During the entire shift all troubleshooting ECMO pump venous pressure ranged between 30 and 35, pre and post pressure were 270-290 and 256-273 respectively. All troubleshooting was completed, inspected, and double checked by the nicu bedside nurse, the ECMO bedside specialist, a member of line team, and the in house ECMO primer without resolution for the filters filling with air. Filters de-aired regardless of being held above, below, or equal to the level of the manifold.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ext set smallbore .2mf ped had air bubbles. The following information was provided by the initial reporter: material no: 10011865 batch no: unknown. It was reported that shortly after all air filters in line filled with air, micro-bubbles were noted again in the 3-way stopcock. Customer response (B)(6) 2020: it was noticed at the beginning of the shift that the air filter on the tpn tubing had de-primed. The line was disconnected from the ECMO manifold and de-aired by a line team member assigned to a patient in the pod. This occurred twice. Shortly after 2000 micro-bubbles were noted in the distal 3-way stopcock located in line between the manifold and the ECMO pigtail. The stopcock was changed, air was then noted in the manifold, it was changed. At approx. 2030 I came to the bedside where all lines and filters were re-examined. All lines were disconnected individually and de-aired and reattached, new intra lipids were hung with new air filter. Within 5 minutes the tpn air filter had filled with air, the line was rehung with a separate air filter and rehung. Shortly after all air filters in line had filled with air, micro-bubbles were noted again in the 3-way stopcock. All filters were removed from the lines, and lines were connected to individual ports on the manifold, thus removing a 3-way line splitter from the troubleshooting. At 2200, ecmoo manager on call was notified of the issue and current fix. At 0245 micro-bubbles were noted at the 3-way stopcock again it was changed again. Air was noted in IV lines post alaris pump infusion chamber. Alaris pump brain and all 4 modules were changed lines were de-aired again filters were added back into line to see if alaris change made a difference. Within 5 minutes all air filters had refilled with air. During the entire shift all troubleshooting ECMO pump venous pressure ranged between 30 and 35, pre and post pressure were 270-290 and 256-273 respectively. All troubleshooting was completed, inspected, and double checked by the nicu bedside nurse, the ECMO bedside specialist, a member of line team, and the in house ECMO primer without resolution for the filters filling with air. Filters de-aired regardless of being held above, below, or equal to the level of the manifold.